Event description:
While evaluating an olympus generator, it was discovered that the unit had a damaged printed circuit board (pcb) and was producing an e433 error code. There was no patient involvement during this event.

Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 a damaged printed circuit board and was producing an e433 error code. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the e433 error code was produced as a result of the damaged printed circuit board. Olympus will continue to monitor the field performance of this device.